Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached above 300 mg/dl while wearing the pod between 4 and 24 hour. The needle mechanism did not fully deploy as intended during activation.

Manufacturer narrative:
The device was received fully deployed with the pink slide insert visible through the viewing window. Data downloaded from the device indicates it ran for 507 pulses and delivered multiple boluses. Nothing was found that would indicate the device did not deploy. The soft cannula was observed to be kinked. It cannot be determined when or how this damage occurred. Fluid was observed exiting the distal tip of the soft cannula unimpeded. Data downloaded from the device returned an 0x14 occlusion alarm. The device was reset, paired with a pdm, and delivered a 5u bolus successfully. No increase in pulse widths or occlusion alarms were recreated during the rerun. The drive mechanism was inspected and no damages or defects were found that would contribute to an occlusion alarm.